Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/24/2026 h6 component code: g07002 - pending evaluation of returned device this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: - did the reported issue contribute to any patient adverse consequences? - do you have any photos available for visual analysis? - how many devices demonstrated the alleged deficiency? - please provide the source or name of person providing answers to follow-up questions: to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A device has been received, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an CABG procedure on 2-jun2026 and suture was used. It was reported by the account contact to the sales rep that during a CABG procedure, when the surgeon was tying the knots, he felt the suture was breaking too easily. No patient harmed. Devices will be returning. Additional information was requested.